Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the high impedances was not determined. They stated that nothing was done to resolve the issue, however, the electrodes were not being used in any of the patient¿s programs. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that while checking impedances, 5 & 7 showed >10k, but those were contacts that were not being used in programming. No symptoms reported. No further complications were reported/anticipated.